Event description:
It was reported to aesculap inc. That a atr.grasper double action 420mm (part # pl049r) was used during a gynecologic laparoscopy procedure performed on (B)(6) 2022. According to the complainant, during the procedure, the laparoscopic grasper broke and a fragment detached into the patient. The broken piece was retrieved from the patient, and then the procedure was continued without further issue. The complaint device has not been returned to the manufacturer for evaluation. No patient injury was reported as a result of this event.

Manufacturer narrative:
Uf/importer report # (B)(4). Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Investigation complete.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.